Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector on lcd board. No alarms noted. The device had cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the customer received an error message on the insulin pump. The customer stated that there was also a line through the screen of the insulin pump where she could not read the screen right. The customer's blood glucose was unknown. The customer was unsure how this damage occured to the screen. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.